Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Physio observed proper device operation through functional and performance testing and then returned the device to the customer for use.

Event description:
It was reported that during a patient event, after five (5) successful defibrillation shocks were delivered to the patient, the device powered itself off. After the device was powered back on, the end user was able to successfully deliver a 6th defibrillation shock to the patient. The electronic patient record shows multiple "low battery" messages prior to the device losing power. The patient did not suffer any adverse effect from the reported failure.